Manufacturer narrative:
(B)(4). Date sent: 3/31/2020 additional information was requested and the following was received: response to additional information request from jjm rep > date of surgery? (B)(6) 2020. > procedure? Laparoscopic anterior resection + left salpingo-oophorectomy. > consultant? Dr (B)(6). > patient injury? There was no injury to the patient, after the tip of the harmonic broke inside the patient it was immediately removed, and a new harmonic handpiece was opened.

Manufacturer narrative:
(B)(4). Batch #unk. Date of event is 2020. Event day and event month were not reported. Attempts are being made to obtain the following additional information and the device. Did any piece of the blade fall inside the patient? What efforts were made to locate the broken piece during the procedure? Did the patient experience any adverse consequences due to this issue? Do you have the lot number of the device? To date, no additional information has been received and the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was received from customer in the form of images. The following is a review of the images sent: image 1: this is an image of what appears to be a harmonic device with the tip broken off and present in the image. Image 2: this is an image of what appears to be a harmonic device with the tip broken off and present in the image. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the device's tip broke off. There were no patient consequences reported. No additional information is available at this time.